Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email low blood glucose and hospitalization. Customer's blood glucose level was below 30 mg/dl. Customer's husband found them unresponsive and that resulted in a few days spent at the hospital. Customer has been unable to find the transmitter since going to the hospital.